Event description:
The customer called to report repeated motor error alarms. Troubleshooting was performed, and the alarms continued to alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Unable to confirm the motor error alarm due to the blank display.